Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the inspection of the returned devices, the orthokit technician noticed that the pointed end is broken.

Manufacturer narrative:
Examination of the returned device confirms the reported event of shim damage/breakage. The root cause is attributed to product wear out due to normal intended use. Based on the root cause of product wear out due to normal intended use, corrective action is not indicated. Continue to monitor via sep-(B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.